Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus singapore checked the subject device and found that the front panel lids were all lighted up due to cp and dp boards are burnt and damaged. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Indication phenomenon occurred because the cp substrate and dp substrate failed (burned and damaged) and did not start normally. The cause of the cp substrate and dp substrate failure (burning and injury) could not be identified because there was no delivery of the product. Although it is speculative, it is assumed that the overcurrent occurred because of burning and damage. The cause of the overcurrent may be due to the following factors. - dust or foreign matter has caused a short circuit in the circuit. - overcurrent flowed due to the influence of the power supply environment.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. It was confirmed that all the front panels were illuminated. The repair department confirmed that the cp substrate and dp substrate were burnt and damaged. The manufacturing record was reviewed and found no irregularities. It is highly probable that indication phenomenon occurred because the cp board and dp board broke down (burned and damaged). As a probable cause, it is considered that excess current was generated because it was burnt and damaged. We believe that the cause of the overcurrent was caused by the following factors. Dust or foreign matter has caused a short circuit in the circuit. Overcurrent flowed due to the influence of the power supply environment.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, all front panel lighted on. Olympus singapore checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with the event.